Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the distal end of the guidewire was kinked prior to use. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The investigation identified kinks/offsets 1cm and 3cm from the distal end of the guidewire and that the guidewire had been used in a procedure. The root cause of this defect was not determined during the investigation. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.